Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received of an overdelivery. In the pharmacy, the pump was programmed to deliver in the continuous mode and unknown concentration of 5fu, at a rate of 2ml/ 1hr, with a vtbi (volume to be infused) of 360ml. The container size was 384ml. The pump was sent to the patient's home and therapy initiated between 10:00am adn 12:00pm in 2004. The following month at 5:30am, the delivery was reportedly complete. The customer stated that this was " 4 to 6 hours earlier than expected". There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.